Event description:
The balloon on the catheter ruptured in the patient after 60 pulses. The catheter was removed and replaced with no harm to the patient. Clinical site communicated directly with mfg rep [manufacturer representative] on event and product returns. Manufacturer response for intravascular catheter, (brand not provided) (per site reporter).